Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
During manufacturer's initial investigation, a defective display was discovered on the meter. No adverse event reported.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.